Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the luer hub was found cracked. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The customer report of a cracked luer hub was able to be confirmed through investigation of the returned sample. The customer submitted one photo and returned one connector assembly for analysis. Visual analysis revealed two cracks in the red arterial luer hub. Crazing was also observed on both luer hubs. Functional testing was performed, and no leaking was observed. A device history record review was performed, and no relevant findings were identified. The observed damage is consistent with damage due to alcohol exposure. Based on the customer report and the sample received, the root cause is likely design related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "the luer hub was found cracked. The patient was reported as fine post the procedure.".